Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the ventilator does not work on battery power. The customer reported the device was not in use on patient.

Manufacturer narrative:
The customer replaced the battery to address the reported issue.